Manufacturer narrative:
Additional information was received from the customer indicating that it is unknown if there was patient involvement. One cadd legacy 6400 pump was returned for analysis. The event history log was reviewed indicating that there was a high-pressure alarm message after starting the pump. The pressure switch test was performed; no discrepancies found. Based on the evidence, there is no fault found as the complaint was not confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump gave a high pressure alarm. No patient injury or complications were reported in relation to this event.